Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of cardiac arrest secondary to hyperglycemia with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the death and the use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. It was reported that the death was not related to the use of any fresenius product or the treatment. The patient is diabetic and morbidly obese with congestive heart failure. Cardiac complications are mainly due to coronary heart disease, the most common risk factor for sudden cardiac death (scd) in diabetes, affecting ~80% of males and ~45% of females. Factors that increase cardiovascular diseases such as hypertension, hyperlipidemia, and obesity are substantially higher in patients with diabetes. Additionally, long-term diabetics with underlying kidney disease and those requiring dialysis have systemic inflammation that adds to an increased risk of death. Based on the available information which includes the patient¿s medical history, and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest secondary to hyperglycemia with subsequent death.

Event description:
It was reported that this male peritoneal dialysis (pd) patient passed away while completing treatment on the liberty select cycler on (B)(6) 2026. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in dwell 2 of 7 when he was found unresponsive. Emergency medical services (ems) transported the patient to the hospital while administering resuscitative efforts. The patient subsequently passed away at the hospital. The cause of death was documented as cardiac arrest secondary to hyperglycemia. The patient¿s blood glucose at the hospital was 685. The patient has diabetes mellitus type ii. The patient¿s normal blood sugar is below 200 and his hba1c is in the range of 8.2-7.6. The patient did not take any insulin or other related medications prior to treatment. The death was reported to not be related to any fresenius device(s) or product(s) and/or their dialysis therapy. There were no reported issues with the liberty select cycler prior to the adverse event. Additionally, the patient has a history of morbid obesity and congestive heart failure (chf).

Event description:
It was reported that this male peritoneal dialysis (pd) patient passed away while completing treatment on the liberty select cycler on (B)(6) 2026. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in dwell 2 of 7 when he was found unresponsive. Emergency medical services (ems) transported the patient to the hospital while administering resuscitative efforts. The patient subsequently passed away at the hospital. The cause of death was documented as cardiac arrest secondary to hyperglycemia. The patient¿s blood glucose at the hospital was 685. The patient has diabetes mellitus type ii. The patient¿s normal blood sugar is below 200 and his hba1c is in the range of 8.2-7.6. The patient did not take any insulin or other related medications prior to treatment. The death was reported to not be related to any fresenius device(s) or product(s) and/or their dialysis therapy. There were no reported issues with the liberty select cycler prior to the adverse event. Additionally, the patient has a history of morbid obesity and congestive heart failure (chf).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.